Event description:
Livanova deutschland received a report that a centrifugal pump 5 (cp5) displayed an error message related to s5 erc tubing clamp malfunction that raised (only once) at the same time. The issue occurred just before the end of the surgery. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in (B)(4). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication, livanova learned that this complaint is related to the same event already reported in a previous complaint, for which a medwatch report (ref. MFR #9611109-2023-00482) has already been submitted. Therefore, the complaint in object will be voided. The event is most likely related to a malfunction of the erc, not the cp5 control panel.

Event description:
See initial report.